Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level in the range of 400 to 500 mg/dl. Customer¿s blood glucose level was 417 mg/dl at the time of incident and 163mg/dl. Customer was treated with insulin pump. Customer alleging insulin pump for under delivering due to high blood glucose level. Customer stated that there was tiny air bubble. The insulin pump will not be returned for analysis.